Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015 to claim no audio output patient experienced on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's wife to test the alert functionality and reported alerts were not functional.

Manufacturer narrative:
(B)(4).